Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced visual disturbances after the implantation of preloaded multifocal extended depth of focus intraocular lens. Consequently, lens was explanted during secondary surgery and replaced with another model lens. There was no report of unplanned vitrectomy and sutures. No other information was provided.